Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with around 300-310 units of insulin during the load sequence indicating that customer may have initially overfilled the cartridge with insulin. Customer was educated on proper cartridge fill amount a new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.